Manufacturer narrative:
Product will not be returned for eval.

Event description:
It was reported per field service report: symptom - the pump switches off during therapy. Findings/action taken: occasionally the pump reset for no reason. During 1st visit, the main switch has been replaced, but the pump didn't show any problems. Reference MDR # 1219856-2009-00455 for the second report involving the same pump.